Event description:
A malfunction was reported on the pump, indicated by malfunction code 12, which had occurred multiple times but was not previously reset by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. To resolve the issue, technical support instructed the customer to use multiple daily injections as backup therapy and arranged for a replacement pump.